Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anonmalies found. Blood/body fluid was observed in several conductors, in the outer tubing overlay and in/on the helix mechanism; outer insulation breached cut; lead damaged at implant. Full lead analyzed. The bend in the tip did not prohibit passing through the introducer. The root cause of the bent tip cannot be determined at this time.

Event description:
It was reported that during the implant procedure, the lead appeared canted (bent) at the distal tip upon removal of the stylet. No patient complications have been reported as a result of this event. Additional information provided by the physician clarified that the lead appeared slanted (bent) "just out of the packaging box". Also, it was noted sensing was inadequate at almost every active fixation site attempted, and that even when it initially appeared adequate sensing dramatically deteriorated upon further monitoring. The lead was not used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; blood/body fluid was observed in several conductors, in the outer tubing overlay, and in/on the helix mechanism; outer insulation breached cut; lead damaged at implant; full lead analyzed.

Event description:
It was reported that during the implant procedure, the lead appeared canted (bent) at the distal tip upon removal of the stylet. The lead was not used. There were no patient complications reported as a result of this event.